Manufacturer narrative:
The patient's previous infections are reported under MFR #'s 2916596-2020-00363, 2916596-2020-00364, and 2916596-2020-00367. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient complained of dehydration and possible worsening infection. Driveline cultures were positive for (B)(6) as well as pseudomonas. Cultures on (B)(6) 2019 showed pseudomonas intermediate to levofloxacin and resistant to ceftazidime and cefepime. Cultures on (B)(6) 2019 showed pseudomonas that was resistant to levofloxacin and also mrsa. The patient was treated with bactrim and levofloxacin. No further information was provided.